Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced loss of stimulation/therapeutic effect. Lack of benefit was noted. Explant was noted. The doctor removed the entire implanted interstim device and replaced it with an advanced evaluation on the opposite side. Patient st atus at time of the reporting was noted as alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v323630, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received reported that reprogramming was tried as part of troubleshooting of the patient¿s implantable neurostimulator (ins) before explantation. It was determined that the lead component was not in the optimal location. It was reported that the patient was doing much better with the new device placement and that their symptoms were noted as under better control. If additional information is received, a follow up report will be sent